Event description:
It was reported that the right ventricular lead exhibited oversensing resulting into inappropriate shock. It was noted that the lead was double counting and dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment, over sensing, and inappropriate shock. As received, a complete lead was returned for analysis. The helix mechanism test could not be performed due to the helix damaged as received consistent with procedural damage. The reported events of over sensing, and inappropriate shock were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.